Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device and was admitted to the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device and was admitted to the hospital. Additional information was received that the patient was discharged and was doing well.